Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure following a non device related fall, which resulted in anchor migration causing irritation. The explant reason for the implantable pulse generator (ipg) remains unknown. Postoperatively, the patient is doing very well, with adequate therapy and excellent coverage. In accordance with facility policy, the explanted devices will not be returned. Additional information received indicated the scs patient had a fall caused by the device, it was also reported the implantable pulse generator (ipg) was experiencing charging difficulties.

Manufacturer narrative:
The devices sc-1232 serial number (B)(6) and sc-4316 serial number (B)(6) were not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. A risk review was completed and confirmed that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Boston scientific has assigned and investigation conclusion code of: known inherent risk of device block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 33924235 UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-lead fixation upn: m365sc43160, model: sc-4316, batch: 33924235, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure following a non device related fall, which resulted in anchor migration causing irritation. The explant reason for the implantable pulse generator (ipg) remains unknown. Postoperatively, the patient is doing very well, with adequate therapy and excellent coverage. In accordance with facility policy, the explanted devices will not be returned. Additional information received indicated the scs patient had a fall caused by the device, it was also reported the implantable pulse generator (ipg) was experiencing charging difficulties.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 33924235. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure following a non device related fall, which resulted in anchor migration causing irritation. The explant reason for the implantable pulse generator (ipg) remains unknown. Postoperatively, the patient is doing very well, with adequate therapy and excellent coverage. In accordance with facility policy, the explanted devices will not be returned.